Event description:
Reporter stated that patient received the following results on patient#s mobile system 2 compared to a professional meter within 10 minutes: 27 mmol/l (mobile system 2) and 11.0 mmol/l (professional meter). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Customer is in his "mid-(B)(6)." The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.